Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: us157856, lot number: 631930, brand: m2a-magnum cup; catalog number: 51-104170, lot number: 2368608, brand: taperloc stem; catalog number: 157450, lot number: 607080, brand: m2a-magnum head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00898, 0001825034-2019-00901, 0001825034-2019-00902. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced itching one day post surgery and was treated with oral medication. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified patient complaining of superficial pruritus post op. It was treated with benadryl. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.